Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however, the photo was provided. The investigation is confirmed for the unraveled material. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model at75184 pta balloon dilatation catheter allegedly experienced unraveled material. This information was received from one source. The event involved a patient with no known impact to the patient. The age, sex and weight of the patient were not provided.